Manufacturer narrative:
B3 date of occurrence corrected to reflect date of trial registration. Date of event unknown.

Event description:
"Long-term outcomes of the r3¿ delta ceramic acetabular system in total hip arthroplasty" author: edward thomas davis. It was documented on the paper that the tr3¿ biolox delta ceramic acetabular system (smith & nephew) was applied to 175 patient. Revision surgery was performed due to periprosthetic femoral fracture.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. As per clinical/medical investigation, the data presented in the literature review article refers to a patient that required a revision tha due to a periprosthetic femoral fracture within 45 days of the primary tha. Responses to the requested clinical documentation had not been received as of the date of this investigation; therefore, the root cause and the patient impact beyond that which is documented in the article could not be confirmed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the tr3¿ biolox delta ceramic acetabular system (smith & nephew) was applied to 175 patients. Revision surgery was performed due to periprosthetic femoral fracture. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.